Event description:
Philips received a complaint on the v60 ventilator indicating that there was a spi (serial peripheral interface) bus failure. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) that there had been barometer calibration data error, proximal pressure sensor calibration data error, air flow sensor calibration data error, and o2 flow sensor calibration data error codes logged in the device's diagnostic report. The customer evaluated the device and found that the data acquisition (da) to motor controller (mc) ribbon cable was not fully seated. The customer connected the cable correctly and the device began to operate without any further ventilator inoperative error codes or check ventilator alarms. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.